Manufacturer narrative:
The lot number for the device was provided, a manufacturing review will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2021).

Event description:
It was reported that during dialysis catheter placement, the introducer sheath was allegedly difficult to insert into the patient's body and upon removal the tip of the introducer sheath was allegedly found uneven. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was completed for the lot number. This is the first reported complaint for this lot number and this issue to date. Investigation summary: one 19cm equistream d/l catheter, one guidewire, and one introducer peel-apart sheath and dilator were received for evaluation. A sharp bend was noted on the guidewire. A kink just proximal to the sharp bend was also noted along the length of the guidewire. Guidewire braiding was intact at sharp bend, kink just proximal to sharp bend, and distal end of the guidewire. Multiple kinks were noted on the peel-apart sheath. The investigation is confirmed for the damage issue.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during dialysis catheter placement, the introducer sheath was allegedly difficult to insert into the patient's body and upon removal the tip of the introducer sheath was allegedly found uneven. There was no reported patient injury.